Event description:
It was reported that the left ventricular lead had high thresholds. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: 5071 lead: a proximal portion of the lead was received measuring 18 cm. Analysis was performed and no anomalies were found.